Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-29 h6: investigation summary: one used sample was received by our quality team for evaluation. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the leakage. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process has been reviewed and there are no sharp edges that could have come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if catheter is broken before use. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The cause of the broken catheter could be due to cut by sharp object such as scissors during product removal from vein. It was stated in the instruction for use ¿do not use scissors at or close to the insertion site.¿. Therefore, the root cause could be due to user error.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l catheter broke. The following information was provided by the initial reporter: the problem was resolved by surgery in the emergency room and the patient was discharged with the indication for stitch removal after 7-8 days. The day after the accident the patient said he was fine but still had pain in place of the surgery. Any consequences given by the scar can only be assessed after some time. Venflon was placed at 8.30 am of the same day for endoscopic intervention under sedation and removed at 1.15 pm. During the removal, the nurse noticed that the part of the cannula was not attached to the junction and you could feel that it remained inside the point of introduction. It was necessary to remove it during surgery in the emergency room.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l catheter broke. The following information was provided by the initial reporter: the problem was resolved by surgery in the emergency room and the patient was discharged with the indication for stitch removal after 7-8 days. The day after the accident the patient said he was fine but still had pain in place of the surgery. Any consequences given by the scar can only be assessed after some time. Venflon was placed at 8.30 am of the same day for endoscopic intervention under sedation and removed at 1.15 pm. During the removal, the nurse noticed that the part of the cannula was not attached to the junction and you could feel that it remained inside the point of introduction. It was necessary to remove it during surgery in the emergency room.